Manufacturer narrative:
(D10) concomitant device(s): 6725140 320-01-42 equinoxe reverse 42mm glenosphere. A135420 320-10-00 - equinoxe reverse tray adapter plate tray +0. A146061 320-15-05 - eq rev locking screw. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02616 and 1038671-2025-02155. The revision reported may have been the result of patient conditions, an unreported traumatic event, or disassociation of the humeral liner. However, this cannot be confirmed as the devices were not returned for evaluation and images/radiographs were not provided. Additionally, disassociation of the humeral liner prior to the shoulder dislocation and subsequent failed attempts to reduce the shoulder cannot be confirmed from the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, approximately 11 months post op initial left tsa, patient was revised. Patient dislocated his shoulder in aug ¿ failed to reduce intro-operatively at public hospital. Humeral liner was disassociated from the humeral tray. Patient was revised to a +4mm glenosphere, +5mm humeral tray, and a constrained humeral liner. Patient was last known to be in stable condition following the event. No other patient information/medical history reported. Product not returning - disposed at hospital.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The revision reported may have been the result of patient conditions, an unreported traumatic event, or disassociation of the humeral liner. However, this cannot be confirmed as the devices were not returned for evaluation and images/radiographs were not provided. Additionally, disassociation of the humeral liner prior to the shoulder dislocation and subsequent failed attempts to reduce the shoulder cannot be confirmed from the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.